Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 10 days of data (23sep2022 ¿ 03oct2022 per the timestamp). A no external power, low voltage hazard and power cable disconnect alarms were active on 29sep2022 from 11:23:32 to 11:23:37 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The mpu (serial number: (B)(6) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 10oct2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 IFU section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's left ventricular assist device (lvad) had no external power on (B)(6) 2022. The patient said that they were on alternating current (ac) power and had frequent power outages in their home. The event log captured several low voltage hazard and no external power events on (B)(6) 2022 at 11:23 while using the mobile power unit (mpu). It appears that there was a total loss of power to the mpu which enabled the backup battery in the system controller until power was restored to the mpu. The event lasted around 5 seconds with no interruption in pump support. There were no other unusual events noted in the log file. There were 42 uses of the emergency backup battery (ebb) recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.